Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that two instruments have failed intraoperatively. There was a spark, which damaged the instrument mouth spectacularly, particles from the instrument fell in situ and must be removed.

Manufacturer narrative:
The instruments have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a (B)(6). We made a visual inspection of the instruments. The first instrument showed a gap between the lower scissor blade and the ceramic blade. Additionally we found a cracked ceramic blade, broken off pieces, unknown deposits, dark discoloration, and deformed scissor parts. Furthermore we found a visibly damaged shrinking tube. Next we investigated the second instrument. Here we found a visibly damaged shrinking tube, unknown deposits, and dark discoloration. Additionally we found visible damage and unknown deposits on the outer pipe. Furthermore we found a cracked ceramic blade. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. The root cause of the problem is most probably user related. We assume a mechanical overload situation as the causal factor and this will result in ceramic breakages. We assume that the spark was caused by broken ceramics and these have resulted in the discoloration. There is the possibility of torsion or high leverage with the instrument. According to the quality standard and DHR files a production error or material defect can be excluded. No CAPA is necessary.